Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and reddish. This report is made based on results of investigation completed on 05/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/08/2014 with the following findings:evaluation revealed the pump was running on the wrong time/date settings until 03/20/2014. The black box shows ¿cs07¿ recorded with the wrong date of 01/15/2007. The ¿cs07¿ is defined as eeprom read failure and it does not records in the alarm history. No errors, alarms and warnings occurred during the investigation, several alarms/warnings were stimulated during the investigation, the alarm history recorded the appropriate alarms/warnings at the correct time and order. No intermittent condition was found to the pcb. The display is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).